Event description:
It was reported that during the pulsed field ablation (pfa) procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared with no issue noted. Upon insertion into the femoral vein, it was noticed that valve on the back of the faradrive steerable sheath clear would not seal and a mixture of saline and blood was leaking. The amount of blood loss was a few drops. A pressure bag was not attached to the faradrive steerable sheath clear. There was no visible air noticed. The procedure was completed using different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during the pulsed field ablation (pfa) procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was prepared with no issue noted. Upon insertion into the femoral vein, it was noticed that valve on the back of the faradrive steerable sheath clear would not seal and a mixture of saline and blood was leaking. The amount of blood loss was a few drops. A pressure bag was not attached to the faradrive steerable sheath clear. There was no visible air noticed. The procedure was completed using different faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external valve torn through the center slit, compromising the valves ability to seal pressure and fluid within the sheath.